Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis. The customer blood glucose was unknown at the time of the event and reported abdominal pain, nausea and vomiting. Hyperglycemia, diabetic ketoacidosis and all other symptoms were treated with overnight hospitalization stay. The event involved product(s) mmt-1712kl. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1712kl was requested for return, and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. The pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. On the event date of 06-oct-2023, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 06-oct-2023 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 20.9 u and dailytotalofbolusinsulindelivered = 1.9 u which is equal to the dailytotalofallinsulindelivered = 22.8 u. All bolus/basal were delivered in auto mode/manual mode. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm triggered by three consecutive pump error 2 alarms on: (B)(6) 2023 at 07:14:00 am according to the detail trace file. Per r&d engineer, pump error 2 alarm was generated since main mcu could not sync with the motor mcu (linenumber = 1317; filenumber = 51), suspected on hw. In further review of the formatted history file 1 week prior to the event date of 06-oct-2023, these pump error(s)/alarm(s) were noted: no delivery alarm/insulin flow blocked alarm was found on (B)(6) 2023 at 09:42:58.000 during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.85 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for high bgs/dka. Unable to upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 2 alarms. Pump error 2 alarms, suspected on hw. For additional information regarding the tests performed refer to (B)(4)¿ appendix e. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.